Manufacturer narrative:
The pump was received with an unexpected restart alarm after battery change due to a broken solder joint on the interface board. The pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No external ram crc error alarm was noted. The pump had broken battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm and an external ram crc error alarm. Customer's blood glucose was unknown. It was reported that alarms occurred during normal use and time and date would have to be set up. After troubleshooting, customer was advised that insulin pump would need to be replaced.